Event description:
Related manufacturer reference number: 2017865-2022-47230, related manufacturer reference number: 2017865-2022-47232. It was reported the patient presented for an atrial lead extraction. Interrogation revealed the atrial lead exhibited a significant change in impedance and a failure to capture due to a potential lead fracture. The right ventricular lead exhibited high capture thresholds which resulted in loss of capture. The atrial and right ventricular leads were explanted and replaced. When attempting to connect the implantable cardioverter defibrillator (ICD), the set screw would not clamp onto the atrial lead. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and x-ray analysis were normal with no anomalies found.